Event description:
Account reported abnormal glucose recovery for five samples from the same pt. The results were very low or negative and repeated much higher on another system. The incorrect results were not used to guide therapy. The field service rep was unable to determine a cause for the discrepant results.